Event description:
The customer reported that the pump was draining the battery when plugged in for charging, causing the charge level to drop from 30% to 5% instead of increasing. There was no adverse impact on the customer's blood glucose level. The customer declined further follow-up and troubleshooting, and no additional information was available regarding corrective actions or outcomes.